Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the ostycut disposable bone biopsy needle products that are cleared in the us. The pro code and 510 k number for the ostycut disposable bone biopsy needle products are identified, respectively. No medical records were provided to the manufacturer. Images were provided. The lot number for the device was provided. The device history records and image are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the end of the stylet allegedly fractured during removal. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the ostycut disposable bone biopsy needle products that are cleared in the us. The pro code and 510 k number for the ostycut disposable bone biopsy needle products are identified, respectively. Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: based on the condition of the sample returned the reported detachment of the metal hub of the stylet was confirmed. No indication was found that excessive forces had been applied to the hub or needle. A material defect or a deficient fabrication of the joint could not be verified. Based on evaluation of the sample returned the reported problem is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling it was found that the instructions for use (IFU) address the potential risk, as the IFU states: "verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use." Regarding application the IFU states: 'in case the ostycut® biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut® biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut® biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction', and 'verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use."

Event description:
It was reported that during a biopsy, the end of the stylet allegedly fractured during removal. There was no reported patient injury.